Manufacturer narrative:
The suspect computer has been received by the manufacturer for evaluation. The reported issue could not be confirmed as the computer booted normally to application screen. The cranial program did not show any unresponsiveness during burn-in test. Computer passed all tests. No fault found.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification(UDI), and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a procedure, the navigation system became unresponsive. Rebooting the system multiple times resolved the issue. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.